Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the stylus could not get the programmer screen to respond. The stylus worked as expected. It was confirmed that the stylus was damaged. The stylus was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus was damaged and it would take multiple taps to get the display screen to respond. The stylus was returned for analysis. No patient complications have been reported as a result of this event.